Event description:
It was reported while using bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes underfilling. The following information was provide by the initial reporter: tubes filled by closed collection are not drawing till their mark.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary bd did receive one photograph from the customer in support of this complaint. The photograph was evaluated and revealed low draw volume level in the tube. Additionally, 20 retained samples from bd inventory were evaluated and the issue of underfill was not observed. Bd was able to confirm customers indicated failure mode based on the photograph provided, however retained samples were satisfactory. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.